Manufacturer narrative:
No specific sample information was provided. Beckman vigil qc has been within acceptable ranges. No other system issues were noted. Service was not needed, this appears to be a reagent related issue. The event is a reagent issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high rheumatoid factor (rf) results generated by the synchron lx20 pro clinical systems. The customer changed to a new reagent lot and ran patient sample comparison between old and new lots and noted what believed to be erroneous high result on 2 samples used. The erroneous results were not reported out of the laboratory and only correct results were reported. Patient treatment was not impacted by this event.